Event description:
It was reported by the daughter in law that the customer passed away on (B)(4) 2014. The daughter in law did not know the details regarding the death, she stated that it was from natural causes. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).